Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the vertek arm would not lock into place. No patient present.

Manufacturer narrative:
The vertek arm analysis found that the handle was seized and could not be positioned. The mechanical failure is being tracked through an internal monitoring system. If information is provided in the future, a supplemental report will be issued.